Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5;d10: upon subsequent follow-up with the reporter, additional information was obtained which confirmed that the attachment was connected to the epen and the surgeon mentioned that the entire epen handpiece including attachment was very hot to touch. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). D10: concomitant med products and therapy dates: unknown attachment device, sagittal saw attachment device, seal nipple for cables device, drill attachment device, hand switch for electric pen drive device and cable to console for epd device, (B)(6) 2023. H6: upon subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that the surgeon or nurses mentioned there was smoke, but no flame, just very hot and melted through the drapes. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the entire epen handpiece including attachment was very hot to touch and there was smoke was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device did not run. It was further determined when the device was disassembled that the pick-up coupling showed corrosion and the motor was hard to turn. It was further determined that the device failed pretest for check general function with test hand switch and check general function with foot pedal. It was noted that during the disassemble the electrical cables got damaged. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported from australia that during an unspecified surgical procedure, the electric pen device was turned on, tested and ready for surgery, rested on the top of the draped patient and when the surgeon went to use to the device while attached to the reciprocating saw attachment device he noticed it had melted through some of the drapes on top of the patient. It was reported that when when the surgeon picked up the electric pen drive device it was extremely hot as if it was about to catch fire. According to the reporter, the electric pen device was immediately turned off, and not used again. It was reported that there was a five minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date is currently unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).